Event description:
An endeavor sprint drug-eluting stent was implanted in the pav during the index procedure. Revascularization was carried out approximately 14.5 months later and an endeavor sprint drug eluting stent was implanted in the rca. Investigator indicated that the revascularization was not related to the study device. Patient recovered. Approximately 32 months post index procedure, a stroke occurred. The event was assessed as not related to the study device. The patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
The previously reported stroke event approximately 32 months post index procedure occurred one day later than previously reported. The patient recovered from this event with disability.